Event description:
Healthcare professional, later reported, that this record pertains to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ double capsular : no observed. ¿ seroma-late : unable to observe since it is a medical event and is not related to the device. ¿ anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. Additional observation. ¿ observed one two opening on the posterior assessed as surgical damage. ¿ brown biological tissue observed on the device. ¿ crease fold observed. ¿ brown particles observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported exchange of textured devices due to product concern, a late seroma on an unknown side, and a double capsule on an unknown side. Device has been explanted.

Event description:
Healthcare professional reported exchange of textured devices due to product concern, a late seroma on an unknown side, and a double capsule on an unknown side. Device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: exchange of textured devices due to product concern and seroma.